Manufacturer narrative:
This supplemental report provides the results of the final investigation. Updated fields: d8, h2, h3, h6, h11. Corrected fields: e1, e3. The device was returned to olympus for inspection, and the reported failure was not confirmed. The evaluation also identified the following reportable malfunctions: damaged fibre bonding at the distal end of the outer tube, a dented outer tube that prevented disassembly and reassembly, and a kinked charge-coupled device that prevented disassembly and reassembly. A definitive root cause could not be determined, as the reported malfunction was not confirmed during evaluation. The most probable cause of the malfunction identified during the investigation was traced to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from the customer.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the rigid video laparoscope shaft of the optic did not fit through the trocar. The issue was found during inspection for use. There were no reports of patient harm.